Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer was using auto mode feature. Customer also stated that insulin pump received the insulin flow block alarm. Customer stated insulin exits the tubing. Customer states they were unable to assemble a new infusion set and reservoir. The insulin pump will not be returned for analysis.